Manufacturer narrative:
The investigation determined that higher than expected vitros k+ and na+ results were obtained from vitros performance verifier control fluid on a vitros 250 chemistry system. The most likely assignable cause of the higher than expected vitros k+ and na+ results is user error due to improper reagent handling. The customer replaced the erf fluid and used new cartridges for both vitros k+ and vitros na+ reagents, followed by re-calibration of the two. Re-calibration returned the vitros products to their expected performance.

Event description:
A customer observed higher than expected potassium (k+) and sodium (na+) results from a vitros performance verifier control on a vitros 250 chemistry system. Pv l1 vitros k+ result 4.98 mmol/l versus expected vitros k+ result 2.97 mmol/l pv l1 vitros na+ result 212.0 mmol/l versus expected vitros na+ result 123.0 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. The higher than expected k+ and na+ results were obtained when testing a quality control fluid. No patient samples were affected and there was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers 31969078 & 31969530 / qerts record ID 405116.